Event description:
A director of nursing reported that a patient experienced a corneal burn to the left eye within the first 15-20 seconds of phacoemulsification during a cataract with iol (intraocular lens) implant procedure. The surgeon noted that the phaco handpiece felt like it was heating up. The handpiece was exchanged and the case was able to be completed. The patient received suture at the end of the procedure. A 2.75mm temporal incision was used. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. The facility is returning their handpiece for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).